Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation : capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side waves, folds, rotation, change of device color. Capsular contracture, baker grade IV. And 'breasts are very hard, deformed and painful to touch'. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side waves, folds, rotation, change of device color, capsular contracture baker grade IV, and 'breasts are very hard, deformed and painful to touch'. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d.9, g4, h.3, h4, h.6, a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: : based on the product analysis performed, the assessments of the complaints are: ¿ crease/ folding of implant: observed. ¿ malposition: unable to observe since it is a medical event and is not related to the device. ¿ device appearance: observed classification. ¿ deformation: no observed. ¿ wrinkling of the skin: observed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure opening, crease, particles and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported waves, folds, rotation, change of device color, capsular contracture, baker grade IV, and the "breasts are very hard, deformed and painful to touch". The device has been explanted. Record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as (B)(6) 2024. Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported waves, folds, rotation, change of device color, capsular contracture, baker grade IV, and the "breasts are very hard, deformed and painful to touch". The device has been explanted. Record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d9, g4, h4.

Event description:
Healthcare professional reported left side waves, folds, rotation, change of device color, capsular contracture baker grade IV, and 'breasts are very hard, deformed and painful to touch'. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.